Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that two surgeons were using barbed suture and the suture broke multiple times in the cases. Unknown if there was any surgical delay. No harm was reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 3/31/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: did the reported issue contribute to any patient adverse consequences? No. How many devices demonstrated the alleged deficiency? 4 in total. Did the event occur during one or multiple patient procedures? Multiple procedures what is the total number of procedures? 4. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No. If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? N/a. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. Please provide the source or name of person providing answers to follow-up questions: source is the coordinator. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.